Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals and potential loss of capture (loc). Technical services (ts) reviewed the device data and could not confirm the loc allegation, recommended some reprogramming options and to further evaluate the lead on an in-clinic visit. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that this rv lead recorded low out of range pacing impedance measurements. Ts suspected a lead integrity issue and provided reprogramming recommendations for this rv lead. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and potential loss of capture (loc). Technical services (ts) reviewed the device data and could not confirm the loc allegation, recommended some reprogramming options and to further evaluate the lead on an in-clinic visit. No adverse patient effects were reported. This rv lead remains in service.